Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2014 with the following findings: evaluation revealed that the dates in total daily dose history are incongruent changed from (B)(6) 2013 to (B)(6) 2007 to (B)(6) 2013, no data in black box from these dates due to continued use. The black box shows time and date resetting to default following a power on reset on 10/30/13. No data in black box or download histories from time of reported bg excursion due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter, the patient's father, reported the patient obtained elevated blood glucose readings for two days. On the night of (B)(6) 2011, the patient obtained a blood glucose reading of 500 mg/dl. On (B)(6) 2011 at 2:00 am, the patient's blood glucose reading was 498 mg/dl. On (B)(6) 2011, the patient obtained the readings of 385 mg/dl and 390 mg/dl. The patient was negative for ketones, and experienced the symptom of increased hunger. The patient corrected his blood glucose level with insulin boluses. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient had changed the infusion site multiple times. There was no issue with the infusion site, no kinks or bends were seen in the cannula, no air bubbles in the tubing or cartridge, and all basal and bolus daily totals correctly matched the doses programmed into the pump. There is no evidence the pump was not accurately and correctly delivering insulin. However, as the patient obtained blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.